Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the pancreaticobiliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the balloon was inflated, the balloon burst. It was reported that there was stenosis across the patient's bile duct and the anatomy was so tight. No piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.